Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused a patient to develop an unspecified issue. The patient was hospitalized in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found minor stains and fiber contamination on exterior of device, contamination in the airpath. The device's downloaded event log was reviewed by the manufacturer and found one instance of error e-130. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of contamination interior of humidifier. The manufacturer concludes no evidence of sound abatement foam degradation. The manufacturer confirms the presence of contamination in the airpath.

Manufacturer narrative:
The manufacturerpreviously reported a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused a patient to develop an unspecified issue. The patient was hospitalized in response to the reported event. The manufacturer received additional information alleging the patient has shortness of breath and difficulty breathing.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an unspecified issue. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.